Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately six months post implant of the ICD. A cause of death is not known.

Manufacturer narrative:
The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Product ID 694765 implanted: 2003-12-26; product ID 5076-52, implanted: (B)(6) 2003; product ID 419478, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.